Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that despite following the disinfection instructions, the scissors in question showed oxidation signs and rust from the first use. During the tenth use of the device in medical procedure, one of the branches of the scissors broke off inside the uterine cavity. The fragment was recovered and extracted with no adverse consequences for the patient. Procedure was completed successfully but with a prolongation of more than 30 mins.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The customer's complaint can be confirmed, the fixed scissor blade is broken off. The blade may have started to corrode due to internal pitting corrosion, for example. In combination with excessive force, this can have a negative impact on the material properties. The instrument is generally in a heavily corroded condition, so faulty preparation cannot be ruled out. The conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pick up in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
An incorrect address was provided in section g1 in the initial report. This supplemental report is to provide the correct contact information for this section. The event is filed under internal karl storz complaint ID: (B)(4).